Manufacturer narrative:
Analysis of the implantable neurostimulator (ins 37714 restore, serial #(B)(4)) found it to be functionally okay with insignificant anomalies. Shield/can was dented. Leads could be fully inserted into both ports.

Manufacturer narrative:
Upon further review, fdc code no longer applies to event, and additional fdm code was added.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ins had never been implanted due to contacts 8-15 having greater than 10000 ohms impedances. During the procedure the leads were wiped down multiple times and inserted into the ins (implantable neurostimulator) blocks then each lead was reversed and inserted into the blocks. It was stated that contacts 8-15 had out of range impedances no matter what lead end was inserted. Patient status at time of this report was noted as alive with no injury/no adverse event. As a result, anew ins was opened and implanted. There were no patient symptoms/injuries related to this event.